Event description:
It was reported that during a routine generator change procedure, when the physician was trying to unscrew the leads from the implantable cardioverter defibrillator (ICD) when using a standard hex wrench, he was unable to free the leads due to a possibly stripped set screw. A different large hex wrench was used, and the physician was successfully able to free the leads. The ICD set screw also came out of the generator as well. The leads were not damaged and were functioning normally. There were no other adverse effects. The patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the atrial set screw was stripped. The set screw anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: section h6: investigation conclusion code corrected from "no problem found" to "unintended use error caused or contributed to event" since the set screw anomaly was caused by damage by the user during the procedure.